Event description:
It was reported to manufacturer that during surgery for a generator replacement due to end of service, the surgeon visualized a lead break in the lead. Both the lead and generator were subsequently replaced. Further follow up with the surgeon revealed that only the outer tubing was broken on the lead on the portion of the lead near the generator. The surgeon further explained that the pocket that formed around the generator was very tight, and that, it maybe possible that due to arm movement for years, the insulation could have cracked immediately beyond the rigid end of the lead attached to the generator. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. Additionally, attempts to obtain the explanted lead and generator for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to death or serious injury.